Event description:
Boston scientific received information that this patient's device was programmed to a tachy status of monitor only. Additional information was requested from the local field representative but no further information was available. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.